Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was not implanted because the physician felt that the lead was "gritty with a wire in". They thought that this was possibly because the lead could not be flushed. The lv lead was not used and it was planned to place new lv lead later. No patient complications have been reported as a result of this event.